Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that after receiving a replacement insulin pump she continued to have high blood glucose readings. The customer's blood glucose reading was 400 mg/dl during the incident, but was 370 mg/dl during the call. The customer treated with a bolus from the insulin pump. The customer performed most troubleshooting and did not find any problems. However, the customer did find small blood lines on the cannula. A tubing clamp was shipped to the customer. The customer was advised to change her entire set, reservoir, and insulin and treat per her doctor's instructions. The customer agreed to return the set for analysis and stated that she would monitor the issue.